Event description:
This was a left-sided lead extraction conducted in the ep lab to remove one of two leads (mdt 6949 rv, 84mths and mdt 5076 ra, 80mths) that became non-functional. The patient was prepped with an arterial line, fluoroscopy and tee were in use, blood products were in the room, and the cvs was available. The lead to be extracted (mdt 6949 - rv) was cut and prepped with a lld-ez and a standard stylet was placed in the mdt 5076 ra to stabilize. After approximately 1.45 minutes of lasing with the 14f sls ii and the teflon outer sheath tee showed a cardiac effusion. The cvs was called into the room and a pericardiocentesis was performed within 2 minutes. The cardiac surgical team transported the patient to the o.r.; a sternotomy was performed within 15 minutes, successfully repairing a svc injury. The patient was awake and stable in recovery prior to transport to the ICU. There were no devices retained for return analysis as they were disposed of during the code. An internal lhr review noted no issues or nonconformances.

Manufacturer narrative:
Device was discarded by user facility.